Event description:
Provider made us aware today that the left motor was previously replaced under order (B)(4) because it was leaking oil. Provider states no property damage advised. Provider advised when they received the replacement motor and installed it on the chair the chair would not work and displayed a 603 error code. Provider put the old left motor back on the chair and it worked fine. No additional information provided.